Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The device tip is worn from use. The shaft sleeve is missing a small chunk of its body. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and caused an e7 wand error. A bypass box was used to test the wand. The wand was able to generate plasma as expected. The resistance measured at 1.20 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include device coming into abrupt contact with a hard and/or sharp object. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a hip arthroscopy, a piece of the ambient hipvac black sheath detached from the end of the electrode and fell into the patient. The detached piece was recovered, but the incident lengthened the operating time. The procedure was completed using the same device. No further complications were reported. Current patient status is good.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).